Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The unit was received with motor error alarm during occlusion test due to faulty fsr gold. The motor passed the motor test. The unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.